Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the patient's annulus measured on the high side of a 29 millimeter (mm) valve and on the low side of a 34 mm valve. The physician decided to attempt the 29 mm valve first and move to a 34 mm valve if the 29 mm would not "sit". The 29 mm valve was recaptured three times due to popping up. Therefore, the 29 mm valve was removed from the patient and the 34 mm valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.